Event description:
It was further reported that vascular access was obtained via the femoral artery. The lesion was moderately calcified and the vessel diameter was 8mm. The device was used for pre-dilation. The device was advanced to the lesion without resistance. The balloon was inflated for approximately one minute prior to rupturing. The device was removed from the patient intact.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the calcified and moderately tortuous superficial femoral artery (sfa) with this 3.5 x 30/135 (4f) sterling balloon catheter. The balloon ruptured on the first inflation at 12atms. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status is good. Additional information has been requested and is not available.